Manufacturer narrative:
The technician replaced the motor control board to repair the bed.

Event description:
Information received indicates the knee motor is not functioning due to fluid ingress onto the motor control board.